Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life sometimes less than a week. Customer stated that it rejected batteries and screen was dimmer and makes it harder for them to see what goes on. Customer stated that they had to place reservoir several times to insure it was properly placed. Customer stated that they had button errors in past that the insulin pump said button was pressed but they did not pressed anything. Customer stated that it told them the piston was blocked randomly. Customer also stated that the issue was frequent. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.